Event description:
It was reported the epg (external pulse generator) had a cracked case and was missing clips. The epg was returned for repair. It was analyzed and tested out of specification. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the device had a broken upper case and lower case and is missing the side bails. It was also noted that the side bail covers, ring cover and ring were missing, the battery drawer was broken, the keyboard was scratched, and the serial number label was damaged. Also, the device failed incoming functional testing for battery removal. (B)(4).